Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "damaged charged couple device and was not displaying an image" was confirmed. Was likely due to - electrical/electronic component problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, root cause could not be determined. In addition, foreign material stuck inside, with heavy kink and forceps instrument was not able to pass was identified. However, the foreign material could not be identified, and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a damaged charged couple device and was not displaying an image. It was not specified during what type of device usage the event occurred. There was no reported patient injury or medical intervention associated with this event.